Manufacturer narrative:
A philips project engineer first contacted the philips factory to report this problem on (B) (6) 2009. (B) (4) has not received any similar reports of failure of the hardware (aluminum track nuts/screws) from any of the sites at which mounts are installed. Note that based on the review of the remaining hardware at this site that was performed by (B) (4), no problems were noted that would indicate a manufacturing/process related problem. Additionally, there was no evidence of incorrect assembly/cross-threatening of the screws into the aluminum track nuts. The reported issue is most consistent with cross-threading of the screws when they were assembled into the track nuts or excessive stress/impact against the mount, which lead to the eventual failure of the mechanical connection of the screws in the track nuts. The available information does not support that properly assembled hardware (aluminum track nuts and steel screws as originally used in this application) would be inadequate to safely and effectively support the specified load that the mount is rated for (including the safety factor of 4 times the rated load). The available information does not support that there was any incorrect assembly of the mounting hardware (aluminum track nuts and steel screws) in any of the remaining mounts of this type installed at this site. No further action or investigation is warranted at this time. (B) (4).

Event description:
The customer reported that a monitor had fallen off of the anesthesia machine. It has been mounted with a gcx mount distributed by philips.